Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 22-oct-2025. As such, section d9 has been updated. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a decanav electrophysiology catheter and there was signal interference on all ECG (electrocardiogram) and bs (body surface) signals. Device investigation details: following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The electrical issue and current leakage error reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: disconnect all catheter cables from the piu. If the error persists after disconnecting all catheter cables from the piu, turn off the piu power supply and contact biosense webster service and support department to report a piu issue. If the error message disappears after disconnecting all catheter cables, reconnect the catheter cables, one by one, until the catheter or cable causing the error is identified. Replace the faulty catheter and/or cable. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a decanav electrophysiology catheter and there was signal interference on all ECG (electrocardiogram) and bs (body surface) signals. There was a current leakage detected on the piu (patient interface unit) rl input (error code 7). When the signal interference occurred, the catheter was inside of the patient's body. A second device was used to complete the operation. There was no adverse event reported on patient.